Manufacturer narrative:
The ge representative conducted an onsite investigation. The x-ray tube was replaced. The system was tested and operates as intended.

Event description:
The customer reported that the x-ray tube on the 9600 system would overheat. No patient injury was reported.